Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / code 204) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q13 and q17 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the test failure is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. The root cause for the shorted igtbs was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 105 and 204.